Event description:
An adult male was undergoing an open reduction and internal fixation of a left distal radius fracture. During the procedure, a screwdriver tip broke off flush with the most proximal locking screw and was left in place, as it has less risk of causing a problem for the patient if left in place rather than trying to replace the screw.